Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube, and was centrifuged for 4 minutes at 3000 rpm. Level 1 qc was out of range low prior to and on the day of the event. It is unknown if the customer repeated qc to obtain a passing result. A routine system check was last performed on (B)(4) 2010 and the results were within the instrument specifications. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) performed a high sensitivity system check, which passed within the instrument specifications. The fse performed a 10 replicate precision test on each of the four reagent pipettors. All testing passed within the instrument and assay specifications. The fse did not note any hardware issues which would have contributed to this event. The fse examined the patient specimen and noted some minor debris and red cells in them. The fse ran three replicates of the patient samples. All results were reproducible. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a higher than expected ckmb result above the normal reference range generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced lower results. The repeat results were still above the normal reference range but the difference from the original result exceeded the expected imprecision for this assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.